Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that the numbers were ramping or scrolling with no input form the user. Customer's blood glucose was 85 mg/dl. The customer was advised to return the insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers noted on the display. The insulin pump was cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during our visual inspection.